Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap and cartridge o-ring was missing. The customer experienced an elevated blood glucose (bg) level displayed as "high" and ketones. A specific bg value was not provided. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). The customer received intravenous fluids of saline and insulin to address the bg. Customer was released from the ICU 3 days later on 09/12/2025 with the issue resolved and no permanent damage. The customer successfully loaded a cartridge to address the event.